Event description:
Additional information received noted that the reporter noted: according to the physician, the patient was doing well.

Event description:
It was reported that the patient was not receiving adequate therapy. The patient was not receiving any efficacy from the device. Hcp (healthcare provider) thought the patient was not a good candidate. They exhausted every program and used voiding diaries to validate this decision. Lead/ins system was explanted today ((B)(6) 2014) and broke during explant. The lead broke and electrodes were left in. The hcp spent over an hour to try to remove the lead, but they couldn't get all of it. It looked like the hemostat had stripped the lead. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v476646 implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).